Event description:
Complainant alleged that the device failed to allow discharge. Complainant did not indicate that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.